Event description:
It was reported that the fenestrated bipolar forceps instrument had the plastic piece that holds the jaws burnt. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on the yaw pulley. The instrument was placed and driven on an in-house system and passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.